Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there have been multiple loss of prime warnings received after changing the cartridge, site/set on (B)(6) 2012. The reporter stated that recurring loss of prime warning occurred immediately after the pump had been primed and the pump was not able to hold the prime. On (B)(6) 2012, the cartridge, site/set had been changed in response to a random occlusion alarm received that same day. The patient reportedly changed the the cartridge/site/set and primed the pump without incident. It was then reported that immediately after completing the prime, the pump gave a loss of prime warning. The reporter stated that this had occurred repeatedly in the past two days. The reporter changed the cartridge during troubleshooting with customer support and the pump completed the prime step normally; however, during the load step, the pump did not stop and pushed the insulin out of the tubing. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed several zero force loss of prime warnings on the reported event date. Visual inspection showed evidence of moisture corrosion on the battery cap base and in the cartridge compartment. Evaluation revealed that during the load step the pump failed to recognize the cartridge, giving a no cartridge detected warning. A force sensor calibration test confirmed the sensor is detecting a low force. The force sensor plate was contaminated with moisture and the force sensor plate resistance reading was out of specifications. The pump was opened and there was evidence of moisture/corrosion damage was found inside the pump. Visual inspection showed evidence of moisture corrosion on the battery cap base and in the cartridge compartment.